Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited oversensing noise leading to inappropriate antitachycardia pacing. The patient presented on (B)(6) 2018 for lead revision procedure. The lead was explanted and replaced. The patient was stable after the procedure.